Manufacturer narrative:
This was reported to have occurred during the week prior to (B)(6). The actual samples were not available; however, a photograph of one sample was provided for evaluation. Visual inspection of the photograph did not reveal any evidence of a leak. The reported condition could not be verified for one sample through evaluation of the photograph. The remaining three (3) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 3000 ml eva tpn bags leaked from the seam. This occurred before use. There was no patient involvement. No additional information is available.